Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was ¿dead¿ and ¿not working for a number of years.¿ in addition, the patient reported that their right atrial (ra) lead ¿wasn¿t working¿. The patient reported collar bone pain. The ICD was explanted and replaced. The ra lead was capped. No further patient complications have been reported as a result of this event.